Manufacturer narrative:
The reported events of inadequate capture and p-wave amp variation were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high capture threshold and low p wave amplitude. The lead was not used and replaced. The patient was in stable condition.